Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported by the manufacturing representative and the consumer that the patient was feeling a shocking sensation at the pocket site. Impedance measurements were taken and everything was within normal range. The stimulator was turned off, but the patient indicated the shocking occurred whether the device was on or off. The shocking sensation sent the patient to the emergency room, but there were no interventions reported or planned at the time of the report. Follow-up is being conducted to obtain additional information. If additional information is received a supplemental report will be sent. The patient is indicated for spinal pain